Manufacturer narrative:
B.3. The date received by manufacturer has been used for this field. H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that the bd needle precisionglide 30x1/2in was damaged/deformed. The following information was provided by the initial reporter, translated from portuguese to english: "case 1: he inserted the needle into the patient's buttock with medication, and saw that it made an air bubble, quickly removed it and identified that the piston was missing." "Case 2: when trying to perform a hormonal implant procedure, he identified that there were two needles."

Manufacturer narrative:
(B)(4) follow up report for correction. The event/product problem was incorrect in the initial MDR. Correct event/product problem is needle double. (B)(4) follow up report for device evaluation: photos were received by our quality team for investigation. Through visual inspection, double needle was observed. A device history review was performed for the reported lot 2363847, maintenance records were found to be related to the incident of double needle. Possible root cause for double needle is associated with assembly failure which caused the needle to come in contact with another needle. Adjustments were made. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. H3 other text : see narrative below.

Event description:
No additional information was provided.